Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.

Event description:
Technician alleged that the cardio pulmonary resuscitation is not functioning. No patient impact.